Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction and believed that the patient was noncompliant with charging. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Devices exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing frequent ipg charging and inability to get communication despite monitored charging cycle. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging and inability to get communication despite monitored charging cycle. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.